Manufacturer narrative:
(B)(4). D10: 110024461 g7 dual mobility liner 38mm c . Lot number is unknown. G2: foreign: south korea. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01577. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed with no complications noted. The patient suffered a dislocation after bending and experienced severe pain and difficulty ambulating. A revision occurred where the head, liner, and bearing were explanted. The root cause of the reported issue is attributed to user error, as the patient went into a deep squat 5 weeks postoperatively which is not recommended after a total hip replacement. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 5 weeks post implantation due to dislocation caused by a deep squat. This resulted in severe pain and difficulty ambulating. The head and liner were exchanged in an open reduction procedure. There is no additional information available at the time of this report.